Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient stated they felt they may have pulled their leads and they stated it was hurting. Patient stated that they were going to see their doctor the following day to have them adjust the leads. It was reported that the issue was not resolved at the time of the report. Additional information was received from the patient. They reported that they had to return to the clinic to have the device redone due to pulling it off. The patient was advised to contact their clinician. No further complications were reported or anticipated.